Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17262.

Manufacturer narrative:
Reporting address line 1: (B)(6). Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the blower was not running. The device was reported to be outside of use at the time of the reported problem. No patient harm was reported. The authorized service personnel (asp) performed onsite service and confirmed the issue. The v60 blower assembly was replaced, and the reported issue was resolved. The doctor checked and used the device, confirming that all function was restored. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.